Manufacturer narrative:
Follow-up # 1: the retain test strips failed performance testing with blood. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging that the patient's onetouch select simple meter read inaccurately high. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The reporter stated that the alleged product issue began on (B)(6) 2015 at 11:09am. The patient obtained a result of "95 mg/dl" using the subject meter compared with a result of "25 mg/dl" obtained using another device, both results taken more than 30 minutes apart from each other. The patient manages his diabetes with self-adjusting insulin. The reporter stated that the patient took exercise in response to the alleged product issue (date/time not specific, reporter stated as the last year). The report claimed that the patient developed the symptoms of "shaky, aggressive and irritable" on the same day (time not provided), after the alleged product issue began. The reporter stated that the patient received hcp treatment of "dextroza 500cc" from ems on (B)(6) 2015 at 1:40am . The reporter stated that the patient's blood glucose was tested using an ems device on (B)(6) 2015 at 2:20am, and the result obtained was "139 mg/dl". At the time of troubleshooting, the csr noted that the subject meter was set to the correct unit of measure setting and the patient was using an approved sample site. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient developed the symptom of "shaky" after the alleged product issue began and he received hcp treatment for a severe low blood glucose excursion. The symptom and treatment do meet lifescan's criteria for a serious injury.